Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA pr 722573. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from user facility via a manufacturer representative regarding a device used for transforaminal lumbar inte rbody fusion. It was reported that the instrument handles were twisting during routine checking in the sterile processing department, and the instrument broke. There was no patient involved. No further complications reported.